Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse performed a cup transfer test which revealed that the dispense lane required adjustment. Fse adjusted the cup transfer on the dispense lane. The customer was subsequently able to run calibration and quality control (qc) without errors. No further issues were noted. No further action was required b field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 21nov2017 through (B)(4) 2018. There were no similar complaints identified during the search period. The aia-900 operator's manual rev e, chapter 12- flags and error messages was reviewed 12.1 detailed meanings of flags and handling: there are two kinds of flags attached to assay results where applicable. One is "error flag," which is attached if an assay did not end normally due to some kind of trouble, and the other is "user flag (normal value, abnormal value)," which help you judge the assay result. Depending upon the error status, there are cases in which the error flags are attached and assay results can be obtained and cases in which they are attached but assay results cannot be obtained. If no flag is attached to the assay result, it means that the assay ended normally. If an error was detected and an assay result was not obtained, refer to this section and the handling shown there. 12.3 dl: the aia-900 operator's manual rev e indicates that when a dl flag presents, a fault has occurred in the detector or the substrate feed line. Print and display (rate value): outputs the measurement values. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. The most probable cause of the reported issue was due to the cup transfer dispense lane requiring further alignment.

Event description:
The customer reported receiving "dl flags on their aia-900 analyzer. The customer made new substrate and repeating the background check, but the errors persisted. Additionally the customer reported now they were receiving c-trans errors. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), follicle-stimulating hormone (fsh), luteinizing hormone (lhii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.